Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 500s mg/dl; cause was not known. The infusion set site was changed and a bolus was delivered. Customer's healthcare provider recommended the customer pump maximum bolus setting be increased. Tandem technical support assisted the customer with the setting adjustment.